Event description:
It was reported that an error occurred upon boot up. The programmer was cycle powered and the error cleared. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.